Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips¿s standards.

Event description:
The customer called technical support (ts) reporting that the device has no air flow when the unit is powered on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states unit has no air flow. Customer powered unit on in service mode, verified all boards are reading properly showing all serial and part numbers. Customer powered unit on in normal operational mode. Unit alarm occluded, no air flow. Informed the customer the blower motor could be bad, or the motor controller could be bad. Customer requesting part numbers for both and requested part numbers for the air inlet filter (5 pack). The rse provided part numbers. Further information is pending.

Manufacturer narrative:
Patient/user involvement: there was no patient involvement at the time the issue was discovered.